Event description:
A discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl w/lm system. The result was reported to the physician. The same sample was reprocessed on the same instrument and a higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed tnih result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl with lm system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (19-may-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the discordant falsely depressed loci high-sensitivity troponin I (tnih) result on a dimension exl w/lm system. Hsc evaluated the information provided by the customer and the instrument data log. The data log showed that there was an atypical sample aspiration. The event was isolated to the initial testing of the single sample and no other samples showed the same issue. Quality control (qc) and calibration were within expectations at the time of the event. The cause of the issue is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00134 was filed 18-may-2022.